Event description:
It was reported that impedances were tested and high impedances were measured. Impedances were greater than 4,000 ohms. The lead was explanted as a result. The implantable neurostimulator (ins) was also replaced at that time. There was no product issue alleged against the ins. Four days later, it was noted the patient was ¿fine.¿ it was unknown what the cause of the high impedance was.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial #(B)(4) showed no anomalies. Good stable output was observed on all electrode pairs as received and the device passed the final functional test. Analysis of lead model 3889-28, lot # v785930 showed acceptable continuity and no shorts were seen between circuits. It was noted that the conductor coils and the radiopaque marker sleeve were crushed. Normal impedances were observed during testing.

Manufacturer narrative:
Further analysis performed on lead model 3889-28, lot # v785930 showed no significant anomalies. It was confirmed that all conductor coils were crushed and a short between circuits was observed due to overstress damage. It was also confirmed that normal impedances were observed when tested in saline and that the continuity was acceptable.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v785930, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.